Manufacturer narrative:
(B)(4). Infection occured. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure. Following the procedure, the patient reported the mesh disintegrated causing infection leading to removal. The patient experienced long term infections and discomfort. She was treated unsuccessfully with ten different antibiotics and hospital admissions. The patient stated treatment is still ongoing after seven years. No further information was available.